Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during battery replacement, upon attempting to remove the top lead from the old ins, the physician had difficulty loosening the screw. She was able to see the screw turning but it was not loosening. She removed the plastic covering to screw to better visualize. After multiple attempts to loosen, lead came loose. However, there was ayellow coloring around electrode contacts 4 and 5. Upon inserting into new  ins, contact 4 with impedance reading 40,000 and electrode was marked do not use. Physician made multiple attempts to wipe down lead. There were high impedances. Lead remains in use. Patient was programmed not without using electrode 4. Patient preferred ld stimulation and satisfactory coverage was obtained in post op. It is not known if this contact was already out before surgery as pt¿s battery was dead and he had not used it in over a year.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 37714 found stim ins/battery/reduced capacity due to overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during battery replacement, upon attempting to remove the top lead from the old ins, the physician had difficulty loosening the screw. She was able to see the screw turning but it was not loosening. She removed the plastic covering to screw to better visualize. After multiple attempts to loosen, lead came loose. However, there was a yellow coloring around electrode contacts 4 and 5. Upon inserting into new  ins, contact 4 with impedance reading 40,000 and electrode was marked do not use. Physician made multiple attempts to wipe down lead. There were high impedances. Lead remains in use. Patient was programmed not without using electrode 4. Patient preferred ld stimulation and satisfactory coverage was obtained in post op. It is not known if this contact was already out before surgery as pt¿s battery was dead and he had not used it in over a year. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt just had their ins replaced about a month ago because it stopped working and would not charge. Pt noted it went about a year and they did not use it for it would not charge up. Pt had a rep check their ins and they said it was not good maybe 2 or 3 months ago. Pt noted they also dealt with 2 reps. Patient services was documenting reported event.

Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.